Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient needed to have their stimulator reprogrammed at their healthcare provider (hcp) office. Patient noted they had severe spinal stenosis and they had been fighting that. Patient noticed when they turned their unit on it was too strong and it hurt. Patient had not tried decreasing the stimulation. Patient did not have a representative for their device anymore. An email was sent to the field for visibility.